Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -10.50 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. It was reported that the patient has "wrong refraction" (over correction). Lens remains implanted. The cause of the event was reported as user error and noted the device failed to perform as intended; "wrong initial refraction".

Manufacturer narrative:
Additional data: additional information provided: " the patient has not been available since december 2022 and has not spoken. I want to closed the case". Claim# (B)(4).